Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The insulation resistance was <0.5 mohm. Earth resistance and earth leakage current were within the limits. The failure was traced back to a defective compressor. The repair was not recommended due to high costs. A loan device was provided to the customer. The device has been removed from service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device triggered an high leakage current error during setup. There was no patient involvement.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2017. Root cause of the reported issue was traced back to a degradation of cooling coil leading to refrigerant gas leak and water entering the refrigeration cycle damaging the compressor. This is a known issue. Livanova put in place corrective action to reduce this type of events in case of breach of the cooling coil being generated due to stirrer flow in the tank leading to hole formation in a narrow area of the coil. However, in this specific case, the exact location of the hole on the cooling coil could not be determined. In august 2019 it was performed the erosion kit upgrade of the device that includes the new design of the pump head of the stirrer motor to prevent the water flow directed to the narrow area of the cooling coil. The reported event was claimed after the upgrade and it is not possible to exclude that the condition of the cooling coil was already compromised before the upgrade to such an extent that the copper was rather degraded.

Event description:
See initial report.